Event description:
The patient experienced a loss of therapeutic effect, preexisting pain, and no stimulation sensation. The lead was broken one year after implant. Bipolar impedance measurements on combinations with electrodes 0, 1, and 2 were greater than 3600 ohms. The lead may have been damaged during neck surgery. The surgeon told the patient that he may have 'snipped something'. Device registration system indicates that the system was explanted.